Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only connector portion) was returned. Electrical testing was normal, however an internal short was noted between conductor paths consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. Further information was requested but not received.

Event description:
Additional information received notes that the lead was explanted. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes that the patient presented to the clinic remotely via merlin.net transmission. Transmission showed that the oversensing noise on the right ventricular (rv) lead had reoccurred. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical was normal however an internal short was noted between conductor paths on both portions consistent with procedural damage.

Event description:
Additional information received indicates that prior to being explanted, the rv lead was capped on (B)(6) 2024.